Manufacturer narrative:
Note: prroduct reference (B)(4) is not cleared in USA, but it is similar to the product reference (B)(4) cleared under # 510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation: despite requests, nor the involved device nor the x-rays pictures were returned for analysis. No thorough investigation can be performed at this time. Conclusion: no conclusion can be drawn. The complaint handling database does not show any increasing trend for this type of access port. No corrective action is envisaged.

Event description:
Implantation of the access port on (B)(6) 2014. Rupture of the catheter detected on (B)(6) 2016. Removal of the access port on (B)(6) 2016.

Manufacturer narrative:
Evaluation of the device: we received for investigation the involved celsite access port from batch m192856t. A 12 cm long part of the catheter is still connected to the access port with the connection ring. The extremity of the catheter is flattened, ovalized at the level of the rupture. This demonstrates that the catheter was pinched at the level of the rupture. Conclusion: the catheter was broken at 12 cm of the access port housing; the catheter is flattened at the level of the rupture. The aforementioned element allows us to hypothesis that the catheter was crushed in the costo-clavicular space and repeated squeezing has led to the rupture of the catheter: it is the pinch-off syndrome. Only the examination of the x-ray pictures and the implantation approach could allow us to confirm this hypothesis. The instructions for use warn the physicians against the risk entailed by placing via the subclavian route. This is not a device related incident. Consequently, no corrective action is envisaged.